Event description:
Caller reported false positive troponin (tni) on wholeblood sample. Patient seen in ER for chest pain. Admitting diagnosis was acute coronary syndrome.

Manufacturer narrative:
Complaint was not confirmed. Caller returned two plasma samples from the same patient for evaluation. Product support could not reproduce complaint on the returned samples nor the retained devices with the returned plasma. Returned plasma was also tested on beckman dxi and was not confirmed. No corrective action is required as no product deficiency was established.